Event description:
A customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to confirm that the pump was not plugged into a power source and to press the center button firmly, but the pump did not respond. Attempts to charge the pump also failed, with the led blinking red and the pump vibrating regularly. As a result, technical support decided to replace the pump. The customer planned to use multiple daily injections as a backup therapy and expressed interest in obtaining an out-of-warranty loaner pump.